Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 404 mg/dl. Customer stated that they have been getting motor error alarms in the last couple of months. Customer stated that sometimes the alarm would clear and sometimes it would not. Customer had 4 units before the motor error alarm occurred. Customer does not know if the units are going in. Customer was able to clear the alarm. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer stated that the motor error occurs almost every time he changes the site. It has happened 10 times yesterday and 3 times today. Customer delivered the insulin partially and will wait an hour and then treat if their blood glucose level does not lower. No additional information provided.

Manufacturer narrative:
The insulin pump was received compromised force sensor system alarm during occlusion test due to faulty force sensor relay. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched liquid crystal display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.